Event description:
Due to adverse events recently reported by another MFR concerning the interaction between neurostimulation devices and diathermy therapy, cyberonics conducted in vitro testing that resulted in contraindicating the use of diathermy therapy for those pts implanted with the cyberonics ncp system. There have been no known events involving cyberonics ncp pts and diathermy therapy. Diathermy therapy, when used in pts implanted with the ncp system, can cause heating of either or both the ncp generator or ncp lead, and can potentially damage the generator or lead. The heating of the ncp system from diathermy therapy may cause temporary or permanent nerve, tissue, or vascular damage, potentially leading to a serious injury, including a possibility of death, in the event of vascular damage. By means of a safety alert, all physicians, hospital administrators, and pts of record using the ncp system will be notified about this issue. Distribution of the safety alert is scheduled to begin on august 27, 2001.